Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while in patient use. The device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated by operational checking. During the evaluation of the device at the manufacturer's service center, an error code related to the speaker and buzzer were observed. The device's system board was replaced to address the issue. After the part was replaced on the device, a final and running tests, battery and valve checks, and a cleaning of the device were performed. The device was confirmed to be operating properly.